Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429678, implantable pacing lead, (B)(6) 2012. A 5076-52, implantable pacing lead, (B)(6) 2007. (B)(4).